Event description:
It was reported that during a sigmoid colon resection that the surgeon noticed that the nseal would not open. The jaws would stay closed even after "un-clamping" the device. Device was not stuck on tissue. Another like device was used to complete the procedure successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4 batch #: a9bv8z. A manufacturing record evaluation is pending for the finished device batch number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2023. D4 batch #: a9cv8z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the cable cut off. Due to the condition of the device returned no funtional testing could be performed. Upon visual inspection of the device, it was observed that the closure pin was tilted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.